Event description:
Revision surgery - due to the cement mantle breaking loose; the implant became loose and moved around.

Manufacturer narrative:
The reason for this revision surgery was the implant became loose and moved around. The length of in vivo service was 1.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 12 prior complaints reported against this part number; summary of investigations: 1 for dislocation, 1 for pain, 5 for infection, 2 for stability, 3 revision with unspecified reason. This is the first complaint against this lot number. The root cause for the implant becoming loose was reported as the separation of the cement from the insert; the cement mantle broke loose. There are no indications of a product or process issue affecting implant safety or effectiveness.